Manufacturer narrative:
Additional information regarding the patient's device details were requested; however, were not made available as of the date of this report. Should further information become available, a supplementary report shall be submitted. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced multiple post-operative infections at the implant site and a subsequent loss of osseointegration resulting in fixture loss. Re-implantation is planned; however, yet to occur as of the date of this report.